Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient experienced a vt followed by a seizure and had to be externally rescued. The patient was in the hospital already for an unrelated reason. Interrogation showed no vt episodes however a surface EKG showed the patient had experienced a vt rhythm between 113-120bpm which is below the vt cutoff and within normal device function.